Manufacturer narrative:
The overtube which contains the subject balloon used during the case was discarded by the user, therefore the complaint could not be verified. The pb-30 balloon pump was received at fujifilm, fully tested and found to function as intended thereby meeting specifications. The initial complaint received on (B)(6) 2017 indicated the soft balloon at the distal tip was withdrawn from the patient while inflated; no adverse event was reported. Later, during the investigation the endoscopist indicated that the withdrawal of the inflated balloon in this case could have caused or contributed to patient injury. The complaint is therefore being reported as a malfunction. As of 07/20/2017, there have been no further similar incidents reported by this customer MDR 2431293-2017-00073 refers to the concommitant device (pb-30 pump) used during the procedure.

Event description:
During a retrograde endoscopic double balloon procedure, the overtube balloon would not deflate/had issues fully deflating. The procedure was successfully completed but upon withdrawal of the endoscope/overtube it was noticed that the balloon was still fully inflated and the pb-30 pump was displaying negative pressure. No patient injury was reported.